Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses could contribute to coronary occlusion by the prosthetic valve or native valve leaflets. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, coronary occlusion was caused by patient factors (long native leaflet, calcium in rcc). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post deployment of a 26mm sapien xt valve, the patient suffered a coronary occlusion. Surgical intervention was performed. The procedure went well and the valve was successfully implanted. However, after the valve was implanted, the patient's EKG showed a change in the st elevation. A follow up angio revealed an obstruction to the right coronary artery ostium due to long native leaflets and more calcium in right coronary cusp. A pci for the rca occlusion was attempted but was unsuccessful. The decision was made to perform a coronary artery bypass graft procedure. After cv surgery, the patient's EKG became stable. The patient was then transferred to the ccu. The patient¿s coronary ostia height measured 11.7mm on the left and 14.6mm on the right. The native annulus measured 21mmx26mm and had area of 457.8cm² by CT. The annulus had no calcification, moderate leaflet calcification and mild root calcification.